Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire loaded an introducer needle was received for evaluation. Visual, microscopic, functional and dimensional evaluations were performed. The guidewire was noted to be stuck within the introducer needle. The j-tip of the guidewire was noted to be protruding the introducer needle bevel. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Resistance was felt during performance as the guidewire felt stuck within the introducer needle. The distal portion of the guidewire was noted to be bent and stretched. Uncoiling was also noted. The round core wire was protruding the uncoiled portion of the guidewire. A round termination was noted on the core wire. The termination of the flat core wire was observed to be granular. Therefore, the investigation is confirmed for the reported guidewire kink and identified physical resistance, fracture, material separation, stretching and unraveled issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a dialysis catheter placement procedure using glidepath catheter. During the procedure, it was reported that the guidewire tip allegedly kinked. The procedure was completed using another device. There was no reported patient injury.